Event description:
It was reported that the preloaded intraocular lens (iol) had a scratch which was noticed after the iol had been implanted. As a result the iol was cut and removed. There was no patient injury or health damages reported. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 21-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was visually inspected under magnification and was observed to be cut in half with one half missing, and coated in dried blood and viscoelastic residue. The lens was cleaned and further inspected; scratches were observed on the surface of the lens. The simplicity device was visually inspected and revealed that the cartridge tip had stress marks; however, these stress marks were within specification for used product. Ophthalmic viscosurgical device (ovd) was observed to be dispersed throughout the cartridge and no damage to the plunger rod was observed. The lens module was opened and inspected. No issues were observed, and no ovd was found inside the lens module. The complaint handpiece was disassembled and inspected. No assembly issues were identified before and after disassembly. No issues that could cause or contribute to the complaint issue was observed the complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.